Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported during laser assisted cataract surgery there was automatic movement of the gantry in the z direction. The surgery was able to be completed with a slight adjustment of the joystick. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm the reported event. The company service representative inspected the system and found the z gantry motor cable was not seated properly. As a correction, the z gantry motor cable was reseated. The other cable connection points were checked as a preventative measure. The system was then tested and met all product specifications. Following service, the company service representative received feedback from the customer that there has been no recurrence of the reported event. An unseated z gantry motor cable can lead to intermittent connectivity and result in unintended z movement of the gantry. The root cause of the reported event can be attributed to an unseated z gantry motor cable. The manufacturer internal reference number is: (B)(4).